Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up upon interrogation the device showed that the device was at elective replacement time (ert) and had not yet declared end of life (eol). Upon examination of the episodes on two occasions noise was evident on the ventricular electrocardiogram. Daily measurements during this time recorded impedances which were high out of range. The cause of the noise was not determined. Since (B)(6) 2014, no new episodes of noise was present and it was not possible to recreate the noise. The daily measurements were also stable and within normal range. An x-ray was scheduled. A system revision was also scheduled to determine the root cause of the noise and out of range pacing impedances recorded. No adverse patient effects were reported. Additional information provided noted that the patient underwent a device change out procedure. The patient received a new device and a new right ventricular lead. The old right ventricular lead was surgically abandoned. The root cause of the noise and impedances issue was not determined.